Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon removal from the packaging, a break was allegedly identified on the strain relief of recanalization catheter. Reportedly, another recanalization catheter was used to complete the procedure. There was no patient involvement.

Event description:
It was reported that upon removal from the packaging, a break was allegedly identified on the strain relief of recanalization catheter. Reportedly, another recanalization catheter was used to complete the procedure. There was no patient involvement.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one crosser catheter was returned for evaluation. A complete circumferential break was noted in the strain relief, exposing the core wire. Functional testing was not performed due to sample condition. The investigation is therefore confirmed for the identified break. Per the reported details, the catheter was not taken out of the packaging hoop prior to being connected to the transducer. Per the instructions for use (IFU), the crosser catheter tip needs to be able to freely rotate during the attachment of the catheter to the transducer. Therefore, the attachment of the transducer while in the hoop could have contributed to the break in the strain relief. However, the definitive root cause is unknown. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.